Event description:
A report was received that the patient had two non-device related surgeries and since then the patient is not been able to charge the ipg device. The patient will undergo a revision.

Event description:
A report was received that the patient had two non-device related surgeries and since then the patient is not been able to charge the ipg device. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted and the patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.